Event description:
It was reported that the customer was hospitalized due to high blood glucose of 442 mg/dl, and she was treated with an insulin drip. It was stated that the customer's glucose level was fluctuating extremely, and she was experiencing shortness of breath and low glucose. Troubleshooting was performed. The time, date, and setting in the insulin pump were correct. Ran a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives. During the call, the customer mentioned being also hospitalized due to low blood glucose occurred overnight. Reviewed the programming and found that fill cannula was set at 6.0 units. The customer stated that she experienced low glucose right after she was connected to a new infusion set. Determined that the over infusion was due to incorrect fill cannula amount. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.